Event description:
It was reported that device detachment occurred. The opticross imaging catheter was introduced for ultrasound examination of the target lesion. While the device was being advanced, imaging became dark and when the device was removed, the outer sheath was missing. The outer sheath was pushed out from the guide catheter by reverse blood force with no additional intervention being required. The completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and the telescope assembly, an imaging window detachment in the lapjoint section, and a twisted imaging core, the imaging window was not returned for analysis. Pictures returned by the site were inspected and found to be consistent with the damages encountered during product analysis.

Event description:
It was reported that device detachment occurred. The opticross imaging catheter was introduced for ultrasound examination of the target lesion. While the device was being advanced, imaging became dark and when the device was removed, the outer sheath was missing. The outer sheath was pushed out from the guide catheter by reverse blood force with no additional intervention being required. The completed with another of the same device. There was no patient injury.